Manufacturer narrative:
System components: reservoir: model- 720185-01, lot sn- (B)(4), mfg date- 10/02/2019, exp date- 10/01/2021, gtin- (B)(4).

Event description:
It was reported that the patient experienced a malfunction with the device. The device did not inflate after it was implanted. The patient will have a CT scan to check if there is fluid in the reservoir. A patient outcome was not reported.

Event description:
It was reported that the patient experienced a malfunction with the device. The device did not inflate after it was implanted. The patient will have a CT scan to check if there is fluid in the reservoir. A patient outcome was not reported.

Manufacturer narrative:
The ams700 ipp cylinders were visually inspected and functionally tested. Multiple leaks were identified in the cylinder body of cylinder 1 attributed to sharp instrument/tool damage consistent. Based on the event details, it is unidentifiable which leaks occurred during explant versus implant. Cylinder 2 performed within specification. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and failed deflation test (3). Product analysis confirmed the reported cylinder puncture based on the identification of multiple leaks in the cylinder body of cylinder 1 attributed to sharp instrument/tool damage. An investigation conclusion code of unintended use error created or contributed to event was chosen based on the event reports that the malfunction happened after implant and the identification of sharp instrument damage that is consistent with implant damage. System components reservoir model- 720185-01 lot sn- 1000334954 mfg date- 10/02/2019 exp date- 10/01/2021 gtin- 00878953005669

Manufacturer narrative:
Additional information received that the patient will have a replacement on (B)(6) 2020 and that the patient was never able to inflate his device. A revision surgery was performed on (B)(6) 2020 due to fluid loss. The left cylinder was punctured and removed and a stich was put in the spot. System components. Reservoir: model- 720185-01; lot sn- (B)(6); mfg date- 10/02/2019; exp date- 10/01/2021; gtin- (B)(4).

Event description:
It was reported that the patient experienced a malfunction with the device. The device did not inflate after it was implanted. The patient will have a CT scan to check if there is fluid in the reservoir. A patient outcome was not reported.